Event description:
A nurse reported 3 patients experienced inflammatory responses one day following cataract surgery. This report is for one of these three patients and filed as manufacturer report number 3002037047-2006-00039. The other manufacturer report numbers are: MDR # 3002037047-2006-00037, MDR # 3002037047-2006-0038. Patient presented with blurred vision, anterior chamber fibrin and 4+ flare one day following surgery. Patient was treated with topical antibiotics and steroid drops. Facility states they do not know the cause of these events and they are not blaming any product.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.